Event description:
A nurse reported an intraocular lens (iol) was explanted due to being the "wrong strength for the patient". Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/19/2011, 09/20/2011, and 09/26/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).